Manufacturer narrative:
Service was not dispatched. No hardware errors, flags or other assay issues were reported in conjunction with this event. The access toxo igg reagent was not returned for evaluation. The cause of this event could not be determined with the information currently supplied. Beckman coulter (bec) internal patient identifier for this report is (B)(6). All mdrs associated with this report are:(B)(4).

Event description:
The customer reported discordant, reactive or equivocal igg antibodies to toxoplasma gondii (access toxo igg) results for three patients on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). This report will address the access toxo igg results obtained on (B)(6) 2015 for the patient designated as patient 2. (B)(4) will address the access toxo igg results obtained on (B)(6) 2015 for the patient designated as patient 1. (B)(4) will address the access toxo igg results obtained on (B)(6) 2015 for the patient designated as patient 3. The initial access toxo igg result recovered as reactive. The customer reanalyzed the patient's sample the same day on the same unicel dxi 800 access immunoassay system and obtained an equivocal result. These results did not match the clinical context of the patient. The access toxo igg results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer sent the patient's sample to the hospital for analysis using a different methodology. The patient's sample was analyzed using biomerieux toxo igg (vidas) and recovered with negative toxo igg results. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. Information on patient sample collection such as tube type and centrifugation was not provided. No issues with sample integrity were reported by the customer.